Event description:
It was reported that the patient was implanted with a medtronic ICD and a competitor lead. On (B)(6)2010, the patient received inappropriate shocks due to noise. Device interrogation revealed the competitor lead impedance was greater than 3000 ohms with oversensing. "Because a cause of inappropriate therapy was regarded as lead failure," lead replacement was planned and the device arrhythmia detections were set to off. On (B)(6)2010, the patient experienced sustained ventricular tachycardia and died. There is no allegation from the health care professional that the death was related to the device. Additional information as to the cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) battery depletion-normal.

Event description:
It was reported that the patient was implanted with a medtronic ICD and a competitor lead. On (B)(6) 2010, the patient received inappropriate shocks due to noise. Device interrogation revealed the competitor lead impedance was greater than 3000 ohms with oversensing. "Because a cause of inappropriate therapy was regarded as lead failure," lead replacement was planned and the device arrhythmia detections were set to off. On (B)(6) 2010, the patient experienced sustained ventricular tachycardia and died. There is no allegation from the health care professional that the death was related to the ICD. Follow up revealed there had been no further complications due to the inappropriate therapy. The cause of death was "incessant vt." Patient's last clinic visit had been (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) battery depletion-normal.